Manufacturer narrative:
In regard to this event a complaint form was received informing us of a choroidal detachment. No product was returned for investigation. A device history review did not reveal any anomalies. Review of the complaint database indicated that no similar complaints have been logged on the product subject to this event or the account involved. Based on the complaint description it was concluded that a choroidal detachment most likely occurred due to incorrect insertion of the trocar (i.e. When the trocar is inserted/positioned incorrectly, fluid can build up behind the choroid which can lead to detachment). Based on the investigation performed, it was determined that the reported event is attributable to an unintended use error. Information on how to insert the trocar can be found in the instructions for use which are provided with the corresponding trocar set.

Event description:
It was reported that during procedure, after placing the trocars, within a minute in to surgery a choroidal was noted. Due to this event surgery was aborted.

Manufacturer narrative:
The complaint will be investigated through the logfiles. The surgical system and related consumables will not be returned for investigation.

Event description:
It was reported that during procedure, after placing the trocars, within a minute into surgery a choroidal was noted. Due to this event surgery was aborted.